Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited a diagnostics anomaly. After a device software download, normal function resumed. The patient was in good condition at all times.